Event description:
Consumer reported complaint low blood glucose test results. Customer also stated that the true metrix meter sometimes does not power on. The customer is concerned with test results from results obtained of 67 and 64 mg/dl. The customer¿s expected am fasting blood glucose test result range is 91-127 mg/dl. The customer has had the true metrix meter for over two years and the battery has never been changed. Customer is using the correct battery, in the correct orientation for the meter. During the call, the true metrix meter powered on using the power button when a test strip was inserted. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/31/2024 and open vial date is 20 days prior to call. The meter memory was reviewed for previous test result history (date/time not set; customer was unable to see the date): result 1:116 mg/dl, time: 12:09 pm, fasting, result 2: 109 mg/dl, time: 1:28 pm, fasting, result 3: 90 mg/dl, time: 12:03 pm, fasting, result 4: 67 mg/dl , time: 12:37 pm, fasting , result 5: 64 mg/dl , time: 12:27 pm, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6)2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 31-mar-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.